Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ IV administration set cfn120 bp hs had foreign matter inside IV. Set y site.

Manufacturer narrative:
Investigation summary: one sample was returned to hanscent, lot number is 20180712. Retention samples inspection: hanscent inspected 12 pcs of retention samples from lot 20180712, no fm was observed. Device history record review: hanscent reviewed the manufacturing records for lot 20180712, no abnormality was observed. Fm process investigations: hanscent checked the injection machine maintenance record, there are no repair records, and the fm is determined not to be metal. Hanscent checked the latest 3 months environment monitoring record, no abnormality observed. The y site material is fed by feeding system into injection machine, there is little chance the fm is caused by injection operator. For the feeding system, the operator need to open the material package by cutting the string which is sealed in the bag, follow by placing the raw material into the feeding system. Hanscent indicate probably there are bits of string fiber after cutting. From the fm on the complaint sample y site, hanscent analyze it is wire like similar to the string found on the raw material bag. Hanscent took a new piece of string, burnt it to simulate heating condition inside the injection machine. The burnt string was compared side by side to the fm found on complaint sample, hanscent verified both looked the same. Root cause: from investigations, the likely cause of the fm is during feeding of material into injection machine, the operator is required to cut the string sealed into the raw material packaging. Hanscent determined that after cutting the string off, fiber from the string got mixed together with the raw material in the feeding system, and it was burnt inside the injection machine and injected out during manufacturing. The y site is sample checked during manufacturing and the fm was not captured during inspection. Corrective actions: 1. From 05 nov 2018, hanscent inspected all cfn404 in stock (36000 pcs) for lot 20190129, no similar issue found. 2. Hanscent will retrain the assembly inspector of single use IV set assembly process inspection procedure that the whole product shall be inspected with no fm or other faults. This action will start 25 jan 2019. Preventive actions: 1) hanscent will update the material , mold and tooling enter and exit clean room control procedure to forbid opening the raw material by cutting , it¿s define that the feeding operator shall draw the sealing string manually and dispose it into the scrap box at first time, check if any fragment left and clean it away. 2) train the feeding operator with the updated procedure. The actions will start 26 jan 2019.

Event description:
It was reported that a bd¿ IV administration set cfn120 bp hs had foreign matter inside IV. Set y site.